Event description:
It was reported that a revision surgery was performed due to a broken post. Only the inset was removed and a tall post insert was implanted. The patient outcome was unknown.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post of the device has broken off completely, rendering the device inoperative. The post was returned with the device. The device shows signs of extensive use. The lab analysis concluded that the as received component was visually inspected for signs of damage. The tibial insert showed signs of wear related damage to the articulating surface. Damage was observed to the medial inferior side of the implant. The post was fractured near the middle of the post. Signs of deformation were observed on the anterior, posterior, medial, and lateral regions of the insert post. No material or manufacturing defects were observed during this investigation. The clinical/medical evaluation concluded that this complaint from the united states reports a broken insert post on a journey knee. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but are not limited to a traumatic injury, surgical technique or overuse. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.